Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the leadless implantable pulse generator (ipg) had dislodged. The leadless ipg was repositioned and remains in use. No patient complications have been reported as a result of this event.